Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with cardiomyopathy, scai shock stage e. The patient¿s medical history were known coronary artery disease and dialysis. Oozing was observed at the impella insertion site as well as from all other access sites. Both act and inr were elevated despite the absence of systemic heparin administration. The impella was properly sutured, with insertion angle matched and dressed per recommendations. The patient expired while on support. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. The field representative responded that per the medical doctor, the patient did not expire due to anything caused by the impella.

Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code and type of investigation).